Event description:
The surgeon was using the bovie with long extended blade in right breast capsule. Md holding a lighted retractor and using the bovie in the right breast when he noted a bovie burn to the right breast tissue, md believes the 10cm touched the outer right breast skin. Very minor burn. (B)(4).